Event description:
It was reported that the device was at elective replacement indicator (eri), but later the battery level was acceptable. It was also reported that the device was not capturing consistently. The caller was unsure if the eri was cleared. A magnet test confirmed the device to be at eri. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.